Manufacturer narrative:
Patient age: over 18 years old. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was difficulty removing the device from the patient. During a left ventricle (lv) mapping and ablation procedure, when the physician manipulated the orion catheter to advance it into the lv through the aortic valve, the catheter "formed a loop and broke/kinked." It was difficult to take the catheter out of the patient. The procedure was not completed due to the lack of precise maneuverability and risk of forming another loop. The catheter was removed and the procedure was completed with another of the same device. No patient complications occurred and the patient was stable.